Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: "the ventilator does not start up when power on". No clinical signs, symptoms or conditions. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was determined to be a defective mainboard. Mainboard replaced and solved the issue,